Event description:
Technical services received a call on (B)(6) 2012. Caller reported that he just got a call from physician that he wants to put a new atrial lead in. Caller has no idea why they are revising the lead. Revision will be (B)(6) 2012. Ra lead was implanted on (B)(6) 2011 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).